Manufacturer narrative:
Device evaluated by MFR.: a 14f isleeve introducer sheath was returned with the dilator completely pushed into/through the sheath, and out of the sheath tip. The device was visually and microscopically examined. Two of the three seams were expanded, and the tip was torn at the seam. The expanded seams and torn tip of the 14f isleeve introducer sheath occurred along the seam line, and is expected use of the device, as the seams and tip are designed to expand with use to allow passage of delivery system and bav during the procedure; therefore, this is not considered damage to the device. Product analysis could not confirm the reported patient events, as the clinical circumstances could not be replicated.

Event description:
The patient was enrolled in the prove study with patient identifier (B)(6). It was reported that there was blood loss, hematoma, and a rupture of the right external iliac artery. Procedure summary vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size small acurate neo2 valve opened normally with deployment in the intended location. At the end of the procedure, a rupture of the right external iliac artery was observed. Blood loss and a hematoma were also reported. Femoral endarterectomy surgery was completed to resolve the issue. Patient status there were no further patient complications reported.

Event description:
The patient was enrolled in the prove study with patient identifier (B)(6). It was reported that there was blood loss, hematoma, and a rupture of the right external iliac artery. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size small acurate neo2 valve opened normally with deployment in the intended location. At the end of the procedure, a rupture of the right external iliac artery was observed. Blood loss and a hematoma were also reported. Femoral endarterectomy surgery was completed to resolve the issue. There were no further patient complications reported.